Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed twice in the patient but did not meet release criteria each time and was recaptured. A third deployment was made, and the closure device met all release criteria. The closure device was released in the laa of the patient. A few seconds after the device was released, it shifted to the ostium of the appendage. The physician attempted to snare the closure device but was unsuccessful and resulted in the closure device dislodging and traveling into the ventricle of the patient. The patient was taken into the operating room and underwent open heart surgery. During surgery the closure device was successfully removed from the patient. The laa of the patient was clipped while they had surgery. The patient made a full recovery from this event and has since been discharged from the hospital.